Event description:
A user facility reported that the gantry of the laser was moving down in the z direction. There was no pt involved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).